Event description:
International affiliate reports that during application of the 3d halo crown assembly, one skull pin penetrated the patient's skull. The pin was removed and replaced and the halo crown was applied. The patient is reported to have not have any health problems and no additional treatment was required. It was reported that the patient's bone quality is not very good.

Manufacturer narrative:
No lot number or sample was available. Without a lot number, a review of manufacturing records cannot be completed. Without a product sample, we are unable to confirm the reported issue or identify the root cause. Review of complaint data found no emerging trends. No other complaints of this nature have been reported for the past twelve months. The patient is reported to have poor bone quality which may have contributed to the event. At this time, the complaint is considered to be closed.